Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, the handle was retracted; however, the clip did not release from the cds. There was an angle of the mandrel tip inside the clip. Troubleshooting was performed for 3-5 minutes and the clip was successfully deployed. One clip was implanted, reducing the mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported device operating differently and difficult to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.